Event description:
Elderly female with diabetes, coronary artery disease, valvular heart disease, peripheral vascular disease, and complaints of claudication, was referred for an elective cardiac catheterization intervention. A 6 french, 65 cm destination sheath was inserted and exchanged for 7 french standard sheath. Lot numbers are not tracked on these items as they are a means to access the vessel and not intended to be implanted. The sheath was pulled 6 hours later. The patient had an extremely calcified vessel causing resistance when removing. The sheath was difficult to remove and on closer examination, it appeared to be stretched with compressed areas, and seemed frayed at the end. The patient developed a large hematoma. A CT angiogram showed a potential pseudoaneurysm and surgical treatment was recommended. Patient was noted to have significant plaque in the common femoral artery, but rather than finding a pseudoanerysm, an 8.2 cm piece of retained plastic from the original sheath was removed from the groin.